Event description:
It was reported that "when the catheter was being inserted, it broke, the tip cracked". The catheter was eplaced and the patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The photo displays a used catheter punctured by the needle bevel approximately half way down the body. The appearance of the defect is consistent with damage resulting from reinserting the needle into the catheter during use, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." The customer report of catheter split/torn was confirmed by visual inspection of the customer supplied photo. The photo displays a used catheter punctured by the needle at the catheter tip. The IFU provided with this kit warns the user, "precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." However, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the catheter was being inserted, it broke, the tip cracked". The catheter was replaced and the patient had no harm or injury.